Event description:
Additional information was received. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was able to pass through the catheter hub without issue, and no damage was observed to the catheter hub. The guidewire tip had been shaped prior to use. No kink or damage was found on the guidewire.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction for g3 from 2025-dec-12 to 2025-dec-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno:d016687 as found condition (condition of returned device): an avigo guidewire was returned for analysis within a shipping box; within an opened avigo guidewire outer carton; within an opened avigo guidewire inner pouch and within a dispenser track. The echelon-10 micro catheter used during the event was not returned. Visual inspection/damage location details: the pushwire was found to be bent at ~7.0cm from distal tip. The pushwire ptfe coating and the distal polymer jacket was found to be damaged (possibly skived) at ~5.9cm from distal tip. The guidewire distal tip appeared to be shaped. When compared to the product drawing, there does not appear to be any breaks or separations found with the returned avigo guidewire. No other anomalies were observed. Testing/analysis (including sem reports): the avigo guidewire was unable to be used for resistance due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿guidewire resistance inside catheter¿ could not be confirmed and the cause could not be determined. It is possible the damages found with the returned avigo guidewire could have contributed to the event. Guidewire resistance can be caused by insufficient preparation (flushing/hydration) of either the avigo guidewire or the echelon-10 micro catheter. The avigo guidewire has a labeled od (outer diameter) of 0.014¿. The echelon-10 micro catheter is compatible for use with guidewires with a maximum od of 0.014¿. Therefore, the avigo guidewire was found to be compatible for use with echelon-10 micro catheter and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the avigo could not smoothly withdraw from the echelon. The doctor replaced it with another avigo and it worked as intended. No patient symptoms or further complications were reported as a result of this event.